Manufacturer narrative:
Unit had minor scratched lcd window, cracked reservoir tube lip and missing reservoir tube o-ring.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 86 mg/dl. The customer reported that the reservoir compartment came off while changing the infusion set and the rubber around the reservoir was loose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.